Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulation in the patient's body "goes crazy" when they turn stimulation on, and the patient representative (caller) said that it started 4 days ago. The caller was difficult to understand. The manufacturer's patient services specialist (pss) reviewed that the patient should contact hcp about this issue, and that they would reach out to manufacturer representative if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.